Event description:
Customer reported an altitude alarm issue with their insulin pump, which had occurred previously within the past month. There was no adverse impact to the customer's blood glucose level. Customer was advised to utilize multiple daily injections (mdi) as a backup therapy. Technical support resolved the issue by sending a replacement pump with updated software and provided instructions for returning the faulty pump. Customer was informed about programming their settings and connecting their continuous glucose monitor to the new pump, and these instructions were acknowledged.